Event description:
On 9/9/95: orif rt forearm, 10/30/95: return to surgery, removal of broken plate, orif of rt forearm. Arm was casted 9/9/95. No plate bender used at time of surgery. Pt states no trauma to arm between surgeries.